Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Could you please provide more details for it was repaired due to a slight tear due to a maneuver? How was it confirmed that the anvil was free from the tissue prior to removing? Attempts have been made to obtain the following information: was the device locked on tissue with the jaws closed? If yes, how was the device removed? Did the jaws eventually open? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that during a colostomy procedure at the time of stapling, the product did not work when activated, which is why a new product is opened. It was not known whether there was a surgical delay. It was reported that the procedure was completed successfully. The clinical outcome of the event was a repair due to a slight tear due to a maneuver.